Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the uterine artery using a lantern delivery microcatheter (lantern). During the procedure, the lantern broke at the distal tip while being loaded onto the guidewire, outside the patient. Therefore, the lantern was removed. The procedure was completed using a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the lantern was fractured at approximately 47.0 cm from the hub. The device was ovalized approximately 134.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a proximal shaft fracture. If the lantern is forcefully advanced against resistance or is otherwise mishandled while advancing the device over the guidewire at an extreme angle outside the patient, damage such as a kink and subsequently fracture may occur. Further evaluation of the device revealed a distal ovalization. If the device is forcefully gripped or pinched during handling while loading the lantern onto the guidewire, damage such as this may occur. This damage may contribute to resistance during advancement. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.